Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching.

Event description:
It was reported that the physician could not advance the lead while positioning the lead in the patient. The physician believed the lead was damaged during the explant. No patient complications have been reported as a result of this event.